Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Performed touchscreen test and touchscreen responded properly. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/touchscreen issue was reported with the adc device. Customer reported having an issue with the touch screen/button of their adc reader. Customer further reported experiencing hypoglycemia and a seizure. No treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A button/touchscreen issue was reported with the adc device. Customer reported having an issue with the touch screen/button of their adc reader. Customer further reported experiencing hypoglycemia and a seizure. No treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 72111-01 which has a similar product distributed in the u.s., model number 71953-01. All pertinent information available to abbott diabetes care has been submitted.